Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Both tamper seals had been removed. Visual inspection found the right plunger case was cracked and the tube seal was out of position. The error history log had been cleared by the customer and could not be reviewed. The issue was duplicated when the pump went into "check cluth / plunger lever" error during the occlusion test. The root cause was attributed to a worn leadscrew, worn clutch spring, and worn right and left clutch halves; the parts are ten years old. The device was not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worn leadscrew, worn clutch spring and worn right and left clutch halves. Replaced tube seal (grommet). Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Installed missing plunger case seal. Cleaned, greased, and calibrated. Device passed all functional testing after the completed repairs.

Event description:
It was reported, the device had a clutch error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.